Event description:
It was reported that noise, oversensing was observed on the right atrial (ra) lead and high pacing impedance was observed on the left ventricular (lv) lead. A clavicular crush was suspected. The patient was brought in for a procedure. The lv lead was extracted. During extraction of the ra lead, the patient's blood pressure (bp) dropped. A sternotomy was performed to determine the cause of the drop in bp and a tear was found in the superior vena cava (svc). It was suspected that an extraction tool had perforated the svc resulting in the tear. The extraction tool was non-abbott. Pericardial effusion was observed and pericardiocentesis was performed. The procedure was completed. The patient was recovering following the procedure.

Manufacturer narrative:
Correction: section h6: type of investigation should have been "analysis of production records" to reflect device history record reviewed.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.